Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. Gi bleeding/av malformations, pericardial effusion/tamponade, platelet dysfunction and sensitivity to aspirin are known potential complications associated with all patients implanted with vads. The instructions for use (IFU) addresses guidelines for optimal patient management (including therapeutic anticoagulation guidelines). With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event to the gi bleed. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, anticoagulant therapy and related comorbidities. The patient was reported to have mild duodenitis and internal hemorrhoids which combined with pharmacological factors are likely contributors to the reported event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported per the vad coordinator that the patient was admitted from home on (B)(6) 2016 with complaints of melena. Upon admission, the patient's hemoglobin was 7.3 and inr was 1.4. An egd was performed on (B)(6) 2016 which was negative and showed mild duodenitis. A colonoscopy on (B)(6) 2016 was performed and was negative, showing only internal hemorrhoids. The patient was transfused with 2 units prbc's during admission and was cleared by the gi team for discharge. The patient was discharged home on (B)(6) 2016 on aspirin 325mg and with no changes to anticoagulation regimen and an inr goal of 2-3. Patient remains stable at home.